Event description:
A hemodialysis user facility reported the following event: venous line came apart at the twister site during treatment. The facility has been contacted. It has been learned in speaking with the initial reporter of this event that the patient has started dialysis with use of these lines. The machine alarmed to start the access flow test and then the rn manually twisted the dial into position. When the test was complete, she twisted it back into the position for the remainder of the treatment. The machine then alarmed and she noticed blood leaking from the twister device area onto the floor. Upon inspection, the port broke off at the base of the twister. The nurse then clamped immediately ending this treatment. The arterial blood was able to be returned back to this patient. The nurse did report that there was an approximate blood loss of 150 ml. Reportedly, these lines were taken down and saved. A new treatment set was then placed on the machine and the treatment was completed without further incident. The patient completed dialysis and was discharged to home.